Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. No conclusion can be drawn at this time. Further info will follow once the analysis has been completed.

Event description:
The customer reported being hospitalized for diabetes ketoacidosis. The blood glucose reading at time of call was 262 mg/dl. It was stated that the events leading to her admission was vomiting, urination, and chest pain. The customer was experiencing unexplained high blood glucose for the past week. It was stated that the customer's high glucose was treated with insulin drip and manual injections. Troubleshooting was performed. The programming, time, and date on the insulin pump were correct. Ran a fixed prime and high pressure test and the insulin pump passed the tests. No further info was provided.